Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not provide any output. It was not used on a patient. The device was returned to covidien for evolution and initial inspection found it to self-activate.

Manufacturer narrative:
(B)(4). Investigation of the returned used sample confirmed issues that would contribute to difficult activation as well as self-activation. This is due to deterioration of the switch button, which had lost tactile and was shorter than usual, bringing the button out of alignment and closer to an activating switch. This is attributed to excessive force or excessive use by the end-user. A review of the relevant device history records found no entries that were potentially pertinent to the reported issues. No trend has been identified for this issue and no corrective action is indicated.